Manufacturer narrative:
Insulin pump received with button error alarm due to flattened button dome switch. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed button error and the display screen has a black circle. Customer stated they do not recall any significant events that led to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 212 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).